Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the customer was hospitalized for hyperglycemia and diabetic ketoacidosis on monday (B)(6) 2018. The customer stated that she had high blood glucose levels and ended up being admitted to the hospital and intensive care unit. The customer stated that the infusion set came off as it was not sticking well to her body, but the one she had when she went high , she experienced a bent cannula with three infusion sets. The customer reported symptoms related to high blood glucose levels included vomiting and nausea. The customer stated that she had high blood glucose levels of 14 mmol/l. The customer stated that she treated high blood glucose levels with insulin pump. The customer further reported that she was treated at the hospital with intravenous drip. The customer reported that the significant events leading to the hospitalization was high blood glucose levels and bent cannula. The customer reported that the cannula was removed at the hospital and it was bent. Troubleshooting was performed. The customer was able to upload the carelink report. The customer does not allege that the insulin pump was under delivering insulin. Product is not expected to return for analysis.